Manufacturer narrative:
Citation: arai, takahide et al. Impact of procedural volume on outcome optimization in transaortic transcatheter aortic valve implantation; international journal of cardiology; (2016) 292¿296. Doi 10.1016/j.ijcard.2016.07.184 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the effect of procedural volume on the outcomes of transcatheter biop rosthetic valve implants. All data were collected from a single center between 2011 and 2014. The study population included 257 patients, all of which were implanted with either a medtronic corevalve or edwards sapien transcatheter bioprosthetic aortic valve. The study population was predominantly male; mean age 83 years. Serial numbers not provided. Among all patients adverse events included: cerebral vascular accident (cva), vascular complications, blood loss, electrocardiogram (ECG) changes that required a permanent pacemaker, annular rupture, aortic regurgitation greater than mild and valve-in-valve implant. Based on the available information, these events may have been attributed to medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product.